Event description:
Used in left common iliac. Reportedly the tip of the catheter became stuck on the stent strut folding struts in. Physician tried to balloon open the stent but it wasn't effective so used another deployed stent to open up stent. No pt permanent injury reported. Note this device was being off label as its approved for use in the biliary tree.

Manufacturer narrative:
H6: device not returned.